Event description:
On december 27, 2022, fujifilm healthcare americas corporation became aware of an event involving oasis 1.2t open MRI system. It was reported that while undergoing a scan of the lumbar spine the patient felt a burning sensation on his arm. The cable laid over the patient's arm was repositioned and the scan was completed successfully without harm or injury. There is no death or serious injury associated with the event. As such, this report is being submitted in an abundance of caution.